Event description:
The physician attempted to access the femoral artery using the arstasis access system. While inserting the device, the sheath detached, above the skin level. The physician was able to manually remove the sheath and deploy a second device. There was no pt injury.

Manufacturer narrative:
The device was returned and failure analysis performed. The analysis confirmed that the device sheath was separated from the anchor at the corewire, which is consistent with the event description. Additionally, the analysis found the needle lumen anchor (nla) was bent and damaged, suggesting force was used to insert the device. The device was found to be within spec for the distal sheath and core wire components and no ncmrs have been initiated related to this failure mode. Based on the analysis completed, the probable root cause for the reported sheath fracture is use error due to excessive force which may have resulted in the observed bent nla. No further action is required at this time and the reported issue will continue to be monitored.